Event description:
Manufacturer received an implant card from a hospital which reported that the patient underwent surgery to replace the vns therapy pulse generator. The implant card indicated that the reason for replacement was due to "seizures reoccurred". The pre-vns baseline for seizures is unknown. A battery life estimation calculation was performed with available programming history and revealed that the generator was likely at end of service. Attempts to obtain additional information have been unsuccessful to date.